Event description:
It was reported by the plaintiff's attorney that on an unk date the plaintiff was implanted with an unspecified transvaginal synthetic mesh system to treat "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleged that, within months after the initial implant procedure, the plaintiff "experienced complications from the defective mesh requiring additional medical care and surgical intervention." The plaintiff's attorney also alleged that "as a result of the pelvic mesh products" the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination," leading to the need for surgery. The plaintiff's attorney also alleges that the plaintiff "required and will continue to required healthcare and services;" has "suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.